Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction burnt c-cover was traced to component failure. However, the most probable cause of foreign objects in nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During device evaluation, the service repair technician identified the device had burnt c-cover and foreign objects in nozzle. There was no patient involvement.